Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned with dried blood and contrast visible on the sidearm, the shaft, and the balloon. There was thick contrast visible in the inflation lumen and the balloon. There were two kinks in the proximal shaft 7 mm and 66 cm distal to the strain relief tubing. The balloon was returned partially inflated with contrast. There was no other damage noted to the catheter. Using a new indeflator filled with water, an attempt was made to deflate the balloon, but the balloon would not deflate. Many attempts were made to inflate and deflate the balloon to dilute the thick contrast in the inflation lumen and the balloon; however, the balloon would not completely inflate or deflate. Quality engineering reviewed the incident info and analysis of the returned device. The damage was confirmed. The kinks in the device shaft likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. It appeared that the reported deflation difficulties, which were confirmed during the analysis, were caused by multiple kinks to the device shaft. Kinks can significantly reduce, or completely obstruct, portions of the inflation lumen. Also noted during the analysis was the presence of thick contrast, which may have also contributed to the deflation difficulties. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering concluded that the reported difficulties appear to be related to the operational context of the device. Quality engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is tested to verify proper inflation/deflation. This MDR is considered closed by the quality assurance dept.

Event description:
During the ptca procedure, the device was being used to predilate a lesion in the circumflex. The device was inflated to nominal pressure; however, it would not deflate. It was then taken up to 14-16 atm in an effort to burst the balloon, but this did not work. Add'l saline was used to mix with the contrast in case the contrast was thick, but the device would still not deflate. The device was then pulled into a 6fr guiding catheter, and using the blunt end of a stabilizer guide wire, an attempt was made to burst the balloon. However, this was not successful. The device was removed from the guiding catheter while still inflated. No pt injury was reported.